Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete insertable cardiac monitor (icm) was returned for analysis. Visual inspection noted no anomalies. Testing was completed to assess lead sensing and device functionality, where measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported observation, as malposition of the device is known medical risk that can occur during/after implant and unable to be confirmed in a laboratory setting.

Event description:
It was reported that a four months after this insertable cardiac monitor (icm) was implanted, the icm was explanted and replaced as the positioning of the icm was too high on the patient's chest. The device was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that a four months after this insertable cardiac monitor (icm) was implanted, the icm was explanted and replaced as the positioning of the icm was too high on the patient's chest. The device was returned for analysis. No additional adverse patient effects were reported.